Event description:
It was reported that after a cori assisted surgery the surgeon was unhappy with how a post op xray image looked. There has been no word from the patient as far as harm or dissatisfaction. They do not suspect about the failure of any device, either the system.

Manufacturer narrative:
H3, h6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however a post-op x-ray was provided for review. The provided undated/unidentified electronic copies of the left uni-knee imaging appears to show a slightly rotated femoral condyle component and medial tibial base plate; however, the surgeon¿s expectations and the specific dissatisfaction with the image is unknown. The images do not appear to be immediately post-implantation and no further imaging was provided for comparison. A relationship between the reported event and the device was not confirmed. A functional evaluation could not be performed because the device was not returned. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although the surgeon was reportedly ¿unhappy¿ with the post-op x-ray image, the clinical root cause of the reported event could not be definitively concluded based on the imaging provided. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The optimus (cori) system risk assessment released at the time of the complaint states that the system aids the surgeon in planning and executing a procedure involving bone preparation for unicondylar knee replacement (ukr) and total knee arthroplasty (tka) procedures and that there is inherent risk associated with any surgery. Per complaint details, the surgeon was ¿unhappy with how a post-op x-ray image looked¿. The field report indicated there was no impact on the case and no interventions were required to recover, as the event was noted on post-op imaging. It was communicated that ¿nothing failed¿/¿doesn¿t appear that the system gave any incorrect information or data¿. Per correspondence, the rep was ¿not sure if there was more bone cut than usual¿; however, there has been ¿no word from the patient as far as harm or dissatisfaction¿. The provided undated/unidentified electronic copies of the left uni-knee imaging appears to show a slightly rotated femoral condyle component and medial tibial base plate; however, the surgeon¿s expectations and the specific dissatisfaction with the image is unknown. The images do not appear to be immediately post-implantation and no further imaging was provided for comparison. Operative notes have not been provided as of the date of this medical investigation. Any product/engineering evaluation will be performed independent of this medical investigation. In conclusion: although the surgeon was reportedly ¿unhappy¿ with the post-op x-ray image, the clinical root cause of the reported event could not be definitively concluded based on the imaging provided. The patient impact beyond the reported unsatisfactory post-op x-ray imaging could not be determined, as there had been ¿no word from the patient as far as harm or dissatisfaction¿. No further medical assessment can be rendered at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.